Manufacturer narrative:
D10 concomitant products: 173016 - 173016 endo stitch instrument - lot# j5a2935ey. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a laparoscopic hysterectomy was uncomplicated until closure. The vaginal cuff was closed using the device. When the back suture was performed to lock the suture in place, the needle was toggled, became embedded in tissue, and dislodged from the device. Upon removal, the suture broke off from the needle, which remained retained in the vaginal cuff. Multiple attempts were made to remove the needle vaginally and laparoscopically. C-arm fluoroscopy demonstrated the needle in situ near the left pubic ramus, raising concern that the needle was located in the vaginal cuff. The needle was unable to be palpated or located in the resected tissue. A magnet was used in attempts to locate the needle laparoscopically and vaginally without success. Tissue was resected; however, due to proximity to the bladder edge and near a vascular pedicle, the decision was made to abandon further attempts at removal and to close the cuff.

Manufacturer narrative:
Correction: g2 (foreign, company rep removed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d1, d2 (product code, common device name), d3 (MFR name, street 1, MFR city, MFR region, country code, postal code), d4 (model #, catalog #, expiration date, lot #, UDI #), d8, g3, g4 (PMA / 510(k) #), h4 correction: e1 (street 2 removed), h6, h8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.